Event description:
It was reported to (B)(6) care that: blood goes through safety choice when pulling the needles you can't engage the safety device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).